Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ error message while wearing the adc freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor readings and experienced a seizure, but did not provide additional information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ error message while wearing the adc freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor readings and experienced a seizure, but did not provide additional information. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ error message while wearing the adc freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor readings and experienced a seizure and a loss of consciousness, but did not provide additional information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This report serves as a follow up as additional information was received by the customer that there was a loss of consciousness. B5 - describe event or problem and h6 have been updated to reflect the additional information received.